Event description:
Procedure type: urological. Patient gender: unknown. According to the reporter: the bolt was not clenched correctly on the instrument, the bolt was loose in the carton, and could not seal correctly. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.